Manufacturer narrative:
H6- e2343 hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having recurrent low flow alarms and was advised to come to the hospital immediately for evaluation. The flow reduced to approximately 1 liter per minute (lpm) - 2.4 lpm and could be observed at unchanged pump speeds. Log files were exported for analysis. The patient was clinically stable and inotropes were initiated, and a computed tomography (CT) scan was performed on (B)(6) 2024 showing a potential outflow graft obstruction. A revision surgery was performed on (B)(6) 2024 with surgical correction of the outflow graft obstruction (jelly formation was found between the outflow graft and bend relief). The pump flow increased after the intervention to 4.3 l and 5400 rotations per minute/ a pulsatility index (pi) of 2.8.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed. Review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, it was reported that pump flow improved following the outflow graft surgical intervention. The submitted system controller event log files captured low flow alarms on (B)(6) 2024. No other notable alarms or events were observed, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. G, is also currently available. Section 5 of this document also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the pump was stable with normal flow.